Event description:
The pt reportedly experienced intermittent loss of lock between the external equipment and the cochlear implant. In 2005, the pt was seen by a co rep. Testing performed confirmed that device was not functioning. Surgery to explant the device was scheduled.